Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. During the operation, the catheter could not deflect. A second catheter was used to complete the operation. No adverse patient consequences were reported. The deflection issue has been assessed as not MDR reportable. This event is being reported because the bwi product analysis lab (pal) received the device for evaluation and found ring 1 lifted with a rough edge. The lifted ring has been assessed as MDR reportable. The awareness date has been reset to 12/10/2018.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. The investigational analysis completed on 1/21/2019, the device was visually inspected. Ring 1 was found lifted with a rough edge. Deflection testing was performed, and it was found within specifications. The catheter was deflecting correctly. On 1/9/2019, scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage on the surface of the ring. No sharp edges were found. It is possible that the damage was generated with an unknown object. No other anomalies were observed. On 1/7/19, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damaged ring cannot be determined since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).